Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted in patient's left eye and was removed during the same procedure due to a bent/broken haptic issue. A replacement lens of the same model and diopter was used. It was indicated that the device is not available for return. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes; returned to manufacturer on: 04/03/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the pcb00 product was not returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position residues of viscoelastic material was cartridge. No damaged was observed to the cartridge and to the device. The lens returned outside the device and cut in two pieces. One of the haptic was observed detached. The detached haptic piece was not returned. No damaged was observed to the other haptic. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported as haptic damaged was not verified, however haptic detached was identified on sample returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received from the account indicated that the during insertion of the lens, the patient had a violent movement of his head and the trailing haptic of the implant was torn. It was indicated that no further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.